Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer used a backup therapy of multiple daily injections (mdi) to ensure insulin delivery was not interrupted and was instructed by technical support to put the pump into storage mode before returning it via prepaid label for replacement.